Event description:
Customer called lfs in 2002 alleging their one touch profile meter was prompting the "not ok" message. Customer explained that the "not ok" messages started 11 days ago and the customer was unable to test on their meter. The customer stated that it worked one day and then it did not work at all. In trouble shooting issue was not resolved. The customer started taking insulin 2 months ago and is currently on a sliding scale. The customer explained that they base their insulin on the meter results and was worried that they were unable to test their blood glucose. Customer confirmed that they did not seek medical attention and there was no adverse event or serious injury. Ccr replaced the one touch profile and also sent a one touch basic enhanced. Customer has received both meter and feels comfortable with both devices. No further information was provided.